Event description:
The physician reported while he was trying to introduce the guide catheter through the sheath, "the blue tip color came off the purple shaft". The physician reported he then replaced the guide catheter with another guide catheter of the same brand, and the same phenomenon occurred. The physician reportedly switched to a third guide catheter of the same brand and did not experience any difficulties. The physician did not disclose any add'l info regarding the alleged event. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.